Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the loading unit had a full complement of staples and the jaws were open. The loading unit was loaded into the subject instrument for functional testing. The loading unit was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure after the patient's radiotherapy, the device could not be fired. Another device was used to complete the case. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure after the patient's radiotherapy, the device could not be closed during the operation and the device could not be fired. Another device was used to complete the case. There was no patient injury.